Event description:
It was reported that the device was not mode switching properly. It was indicated that the patient was symptomatic with atrial tachycardia, but the device listed no episodes. Also, the atrial lead may have been undersensing p-waves and that during the slow atrial tachycardia the p-waves were too small to sense. The device history also had a similar episode the prior year where the device did not mode switch. The sensitivity was going to be increased and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.